Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when a dilator from current inventory was inserted and withdrawn. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported catheter withdrawal difficulty and leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During atrial fibrillation procedure when removing the ablation catheter from the introducer, resistance was noted and air was aspirated into a syringe that connects to the extension port of the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for replacing the introducer.